Manufacturer narrative:
One device was returned for analysis. Visual inspection found a worn and dented (uso) upstream occlusion seal and dented air in line (ail). Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a corroded, camshaft and gears. The upstream occlusion seal and air in line were replaced. The software was updated as a precaution. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device does not build up more than 11 psi during the pressure test. Per reporter, it was run for a few minutes and did not trigger an alarm at the low psi. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.